Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with their current box of sensors. The customer stated that the sensors were failing. They had received a few weak signal and lost sensor issues. The customer's blood glucose level at the time of the incident was 88 mg/dl. Troubleshooting was performed. The customer was advised to call back if issue persists. Additionally, the customer also mentioned that they had a low blood glucose level of 30 mg/dl on (B)(6) 2017. The customer also mentioned that they experienced a high blood glucose level of 400 mg/dl and 504 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer treated their high and low blood glucose with food. The device will not return for analysis.